Event description:
Mom pinnacle litigation received. Patient alleges pain, elevated metal ion, metal debris, pseudotumor, injury, tissue destruction, bone destruction, and emotional distress. Doi: (B)(6) 2011; dor: (B)(6) 2021; (right hip).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer . (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical visits notes stated that patient experienced tenderness in right lateral hips, pain is worse when walking, lying, and standing, and has stiffness in joints and limitation in the use of joints. Right hip has been clicking. After review of medical record, patient experienced leg swelling that was resolved bilaterally but main complaint was cramping and has aches and heaviness in the legs. Patient had necrosis in left leg and both hips has limitation in arom and prom.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Medical records received. After review of medical records patient was revised due to mechanical complications of the internal right hip prosthesis with a pseudotumor. Operative notes indicate elevated metal ion level, upon incision, they encounter metal debris and debrided some scar tissue.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed h10 additional narrative: added: a2 (dob, age), b5, b7, d4 (lot, catalog, expiry date, UDI), g4 (PMA/ 510(k)), h4, h6 health effect - clinical code. H6: unspecified tissue injury (e2015) is being utilized to capture soft tissue injury & bone injury. Corrected: a1, d1, d2a, d10 (concomitant).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.